Event description:
It was reported syringe 10ml reg pr saline 10ml fill had plunger movement issues. The following information was provided by the initial reporter: "we would like to seek assistance regarding item that the customer received as defective... Plunger cannot be fully pushed. Kindly provide rga to process return."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 1111072. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the limited investigation results regarding the production of the affected lot, an exact cause related to the manufacturing process could not be determined for this incident. If a sample becomes available, further investigation conclusions may be possible. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: based on the investigation, the complaint is unsubstantiated. There were no samples or photos returned. The non-conformances were reviewed for this batch and was no record of non-conformance associated with this batch related to dry barrels. If a sample becomes available, a full investigation will be completed.

Event description:
It was reported syringe 10ml reg pr saline 10ml fill had plunger movement issues. The following information was provided by the initial reporter: "we would like to seek assistance regarding item that the customer received as defective. Plunger cannot be fully pushed. Kindly provide rga to process return."